Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. Damaged cables were replaced and the unit was returned to service. The customer contact reported there was no patient information available.

Event description:
The hospital reported the unit lost the ability to mechanically ventilate during a case. There was no report of patient injury.